Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The sac would not hold the lens and the surgeon removed the lens. The incision was not enlarged. An anterior chamber lens was implanted and the wound was sutured. Reported stated this event was due to the patient's anatomy and was not lens related. The facility discarded the lens.

Manufacturer narrative:
(B)(4) - sac would not hold lens; incision sutured. (B)(4). Method: lens work order search. Results (other): a lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no device failure): the product pertaining to this event was discarded. Based on the complaint history, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).